Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. The log files were reviewed and on (B)(6) 2025 at 01:07:26, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into a no external power alarm within 4 seconds. The alarm quickly resolved after ac power was restored. The backup battery was able to provide support to the system during the event. Pump operation was not affected. No atypical power cable disconnect alarms activated while connected to batteries. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. Information provided by the account stated the ac power cord did not come loose, the v-lock connector was in use, no equipment was exchanged, and it was unknown if there were any environmental circumstances. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU)section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files captured power cable disconnect alarms that appeared to be related to loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. It was noted that the mpu was working without issues and had a v-lock connector. The ac power cord did not come loose from either the wall outlet or the back of the unit. It was unknown if there were any environmental circumstances that would have affected a/c power at the time of the event. The mpu remained in service.